Event description:
It was reported that during a gastric bypass procedure, the blade of the device came off. The device was used for fifteen minutes when a "tighten instrument" code occurred on new generator. The tech tightened the device and was used for another fifteen minutes when "pressure" code came up. The tech activated the device outside of the patient where the blade fell off. No force able handling of the device was noted. The instrument did not come in to contact with metal directly. The seventh firing using the ple60a was used across the bowel. The entire row of the staple line, distal to cut line, was not formed. The surgeon had to over sew the entire staple line due to bleeding. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). Cartridge pan, articulation link. Additional information was requested and the following was obtained: on what tissue type was the device used? At what location on the tissue? Stomach and bowel for bypass. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? Not to my knowledge. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? 7th firing. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? Device was fired across 1 staple line before the issue occurred. Were any unexpected noises heard? If so, when? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. The analysis results of the ple60a found that it was received with one articulation link damaged and with 11 reloads fully fired. In two of them the cartridge pan was noted out of position. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. While no conclusion could be reached as to how the pan became dislodge from the reload, in addition it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). The analysis found that one ple60a device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device performed properly during functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. On what tissue type was the device used? At what location on the tissue? Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? On which firing(s) did this event occur (1st, 2nd, 12th, etc)? Was buttressing material utilized? If so, which product? Was the instrument fired across or near an existing staple line or clip? Were any unexpected noises heard? If so, when? After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Was there any difficulty removing the device from the tissue? Is there any other additional information you would like to share about this device or procedure?